Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated peritoneal dialysis cycler sets leaked. The home patient (hp) stated that "they had cassettes that when they hook up to the patient line there was leaking¿ (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.